Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap and devitrification of the cap at the output window were also observed. The fiber has slightly pushed forward in metal cap and rotated off center. The identified issues may activate the laser systems fiberlife function which will modulate the power showing the pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was subjected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system displayed an "excessive fiberlife activity" user (courtesy message at 36,808 joules of use. The procedure was completed using a second surgical fiber. Pt outcome: "no injury to pt reported".